Event description:
A lead was received by an (B)(4) representative and was reported to be defective. Further information was requested by not received.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.